Event description:
It was reported during procedure, the subject coil was detached unintentionally. The physician pushed the detached coil (subject device) with the pusher wire into the aneurysm. There were no issues afterwards. No clinical consequences were reported to the patient due to this event.